Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ severe pelvic pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') and sjogren's syndrome ('autoimmune disorder type of disorder: hashimoto's fibromyalgia :sjogren s syndrome') in a 35-year-old female patient who had essure (ess205) (batch no. 623319,623848-not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, nabothian cyst and endocervical squamous metaplasia. Concurrent conditions included itching, ecchymosis, redness, abrasions, hives, rash and blistering. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), 13 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia :sjogren s syndrome.\ neurological conditions or problems type: fibromyalgia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, sjogren's syndrome, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered autoimmune thyroiditis, depression, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, pelvic pain. Lot number 623319 - right, 623848 - left. Most recent follow-up information incorporated above includes: on 2-jul-2019: update of information (batch is not valid). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ severe pelvic pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's') and sjogren's syndrome ('autoimmune disorder type of disorder: hashimoto's fibromyalgia :sjogren s syndrome') in a 35-year-old female patient who had essure (ess205) (batch no. 623319-inv,623848-inv) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, nabothian cyst and endocervical squamous metaplasia. Concurrent conditions included itching, ecchymosis, redness, abrasions, hives, rash and blistering. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), 13 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia :sjogren s syndrome.\ neurological conditions or problems type: fibromyalgia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, sjogren's syndrome, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered autoimmune thyroiditis, depression, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, pelvic pain. Lot number 623319 - right, 623848 - left. The lot number reported lot #'s 623319, 623848 are invalid amendment: the report was amended for the following reason: correction in invalid batch. No new follow-up information was received from the reporter. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ severe pelvic pain') in a 35-year-old female patient who had essure (ess205) (batch no. 623848-inv, 623319) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, nabothian cyst and endocervical squamous metaplasia. Concurrent conditions included itching, ecchymosis, redness, abrasions, hives, rash and blistering. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), 13 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's"), sjogren's syndrome ("autoimmune disorder type of disorder: hashimoto's fibromyalgia :sjogren s syndrome") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia :sjogren s syndrome.\ neurological conditions or problems type: fibromyalgia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, sjogren's syndrome, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered autoimmune thyroiditis, depression, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, pelvic pain. Lot number: 623319 manufacture date: 2007-02 expiration date: 2009-01. The lot number reported lot #'s 623319, 623848 are invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-mar-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain\ severe pelvic pain'), autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's) and sjogren's syndrome ('autoimmune disorder type of disorder: hashimoto's fibromyalgia: sjogren s syndrome') in a (B)(6) female patient who had essure (ess205) (batch no. 623319,623848) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, nabothian cyst and endocervical squamous metaplasia. Concurrent conditions included itching, ecchymosis, redness, abrasions, hives, rash and blistering. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), 22 days before insertion of essure (ess205). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2010, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia :sjogren s syndrome.\ neurological conditions or problems type: fibromyalgia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain had resolved and the autoimmune thyroiditis, sjogren's syndrome, vaginal haemorrhage, menorrhagia, depression, fibromyalgia, vaginal discharge, fatigue and dyspareunia outcome was unknown. The reporter considered autoimmune thyroiditis, depression, dyspareunia, fatigue, fibromyalgia, menorrhagia, pelvic pain, sjogren's syndrome, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: vaginal discharge, pelvic pain. Lot number 623319 - right, 623848 - left. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs&mr received reporter information, lot no was added. Case become incident injury nos replaced new event was added vaginal hemorrhage, menorrhagia, fibromyalgia syndrome, hashimoto's disease, vaginal discharge, fatigue, dyspareunia (painful sexual intercourse), sjogren syndrome, depression, pelvic pain female. Severity added pelvic pain female and outcome added pelvic pain. Medical history was added. Lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.